Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was due to a defective rear response button, causing it to be non-functional. The rear response button metallic dome was off-center, causing fault. The cause of the inability to activate the monitor is the off-center dome. The root cause of the off-center dome cannot be positively identified. There was no adverse event that resulted from the damaged monitor.